Event description:
It was reported that during a laparoscopic nephrectomy procedure, the tip of the active blade broke off during use. It is unknown how the procedure was completed. There was no adverse consequence to the patient. Only the tip of the blade will be returned, the device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.